Event description:
As reported to coloplast though not verified, patient experienced a urinary tract infection (uti) - acute cystitis (bacterial infection of the bladder or lower urinary tract ). Subsequently resolved.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.